Event description:
It was reported that the pump alarmed around (B)(6) 2011 and was alarming every hourly thereafter. Telemetry was not performed and there were no symptoms reported. On (B)(6) 2011, it was reported that the motor had stalled and confirmed in attention dialogue box. The patient had no symptoms. On (B)(6) 2011, a critical alarm was reported with partial return of pain. The pump logs indicated a motor stall on (B)(6) 2011 with recovery. The patient had a few diagnostic pelvic ultrasounds in (B)(6) 2011. The drug in the pump was morphine sulphate of 20 mg/ml, 5 mg/day and was the same since last 2 years. Prior to that, concentration was 50 mg/ml. It was also reported that the actual residual volume was less than the expected residual volume. It was later reported that the logs showed multiple motor stalls in (B)(6), the last occurred on (B)(6) 2011. Stopped pump may exceed tube set message was noted on (B)(6) 2011 and the pump had not recovered.

Manufacturer narrative:
(B)(4).